Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube thread. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that when using the sensor, the needle got stuck in the serter. Nothing about the insulin pump reported. Nothing further reported.